Event description:
It was reported that (1) tsw45 was used during a vaginal hysterectomy procedure. It was reported by the rep that the tsw45 failed to function properly. There was no consequence to pt. Additional info from rep: the o.r. Supply coordinator stated the device would not fire.